Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has doppler cable issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusion). Corrected fields: e3 a getinge field service engineer evaluated doppler cable not retractable reported by user during routine check. Internal of tether assembly was found broken leading no retraction function. Tether assembly replaced. Doppler function remains normal. Machine returned to customer for clinical use. The defective components were received for further investigation. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 29 apr 2024. The failure analysis and testing dept. Received part with a reported unit failure of the doppler cable not retracting into the reel. The fat performed a visual inspection and found the part to have a faulty doppler cable retractor. Fat verified the reported issue but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number: (B)(4) rev. Aq. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)